Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for the evaluation of the cochlear implant due to device non-use subsequent to sustaining a head impact. Additional information has been requested but has not been made available as of the date of this report.